Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 295 and 381 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 306 mg/dl and 317 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/26/2018 and open vial date is 10/09/2017. The meter memory was reviewed for previous test result history: result 1 : 279 mg/dl, date: (B)(6) 2017, time: 10:09, fasting; result 2 : 295 mg/dl, date: (B)(6) 2017, time: 09:59, fasting; result 3 : 263 mg/dl, date: (B)(6) 2017, time: 09:59, fasting ; result 4 : 167mg/dl, date: (B)(6) 2017, time: 05:30, fasting; result 5 : 381mg/dl, date: (B)(6) 2017, time: 07:59, fasting.